Event description:
In 2008, this patient was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. Three talent grafts were also implanted in this procedure. Two days later, another gore tag thoracic endoprosthesis and a medtronic graft were implanted to treat a proximal type I and type iii endoleak. The endoleak resolved, and the patient is stable with no further complications.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.